Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the manifold was not returned for analysis and therefore the catheter lot number and the device type printed in the manifold was not available. It was confirmed that the device was a bsc synergy ii des 3x12 as the device including hypotube, lasercut region, distal shaft, balloon and stent (including stent struct confirmation) and tip were consistent in appearance with a bsc synergy ii des. The crimped stent length and crimped stent diameter of the retuned device were consistent with a synergy ii des 3x12mm stent. A visual and microscopic examination of the stent found distal stent damage, with stent struts kinked and lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube kink and a hypotube break located immediately proximal to the proximal strain relief (146.5cm proximal to the distal tip), at the site of the missing manifold. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07nov2019. It was reported that shaft kink occurred. The 94% stenosed, 10-13mmx3.0-3.75mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 3.00x12mm synergy ii drug-eluting stent was used but the stent shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and hypotube detachment.